Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery to posterior tibial artery (pta). After a non-bsc introducer sheath was placed, two non-bsc guide wires crossed the lesion. The popliteal artery was dilated using a sterling mr balloon catheter. A 2.5mm x 20mm x 144cm coyote es balloon catheter was then advanced to dilate in pta. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with another coyote es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a burst in the balloon material that was 16mm in length. Inspection of the remainder of the device found no damage or irregularities. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery to posterior tibial artery (pta). After a non-bsc introducer sheath was placed, two non-bsc guide wires crossed the lesion. The popliteal artery was dilated using a sterling mr balloon catheter. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was then advanced to dilate in pta. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with another coyote¿ es balloon catheter. No patient complications nor injuries were reported.